Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing threshold measurements. There was a concern the lead may have pulled back slightly. Outputs were increased due to the increase in pacing thresholds. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.